Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report only. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2000 - the patient was diagnosed with a fibroid uterus, anatomic stress incontinence and underwent a 2 part procedure which included a total abdominal hysterectomy and a marshall-marchetti-krantz (mmk) cystourethropexy with implant of an alleged bard/davol "marlex" flat mesh. The attorney alleges attorney alleges unspecified adverse patient outcomes associated with use of device.